Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Unknown manufacture date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implant date: early 1990's. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
Patient underwent a left hip revision over 25 years post-implantation due to wear of the acetabular liner. During the procedure, all components were removed and replaced.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. No device(s) were returned, therefore, the visual and dimensional inspections were not conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review(s) were not conducted; not enough information provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.